Manufacturer narrative:
The failure for heat/smoke was confirmed through disassembly and visual inspection. Through visual inspection, the motor flex assembly was confirmed as damaged.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device was smoking. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device was smoking. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.